Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a system monitor display becoming unrecognizable and displaying pixels only, was inconclusive (not determined) as no product was evaluated and the reported event was unable to be observed or duplicated. The customer reported that restarting the system monitor fixed the display issue. The unit was reported to be operating properly. The customer kept the unit in use. A root cause for the loss of the display was unable to be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor (part number 101214) was built in dec2017. The packaged system monitor (part number 1286) was placed into inventory on 09jan2018. The unit was shipped to the customer on 17jan2018. The unit was last serviced on 16jun2020 ¿ main board replaced. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (setting up the system monitor for use with the power module) and the heartmate 3 left ventricular assist system (lvas) IFU (system monitor). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a temporary malfunction occurred of the bedside system monitor display screen. The screen became pixelated and un-readable until it was shut down and then turned back on. Re-booting returned the screen to normal operation.